Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval confirmed that the probe was damaged. A probe check was performed on the device and the probe check failed. An error code u509 was observed. A visual inspection noted that the teflon pad was found to be partially split and severely worn. The proximal end of the device was inspected under microscope and the probe was found fractured, and the missing portion was returned. This type of teflon pad damage can result from continuous activation of the output without tissue between the probe and the grasping section.

Event description:
Olympus was informed that during an unspecified procedure, when the device was activated, a strange noise was observed. The device was withdrawn to clean and the bottom jaw broke off. The device was replaced and the intended procedure was successfully completed with another similar device. There was no pt injury reported. Olympus followed up with the user facility to obtain add'l info regarding the reported event, but with no results.